Event description:
Through review of medical article "mid-term outcomes of percutaneous pulmonary valve replacement with edwards-sapien bioprosthesis in native right ventricular outflow tract", by corresponding author dr. Yassin belahnech, the following event was identified as pertaining to an edwards device: one patient with a 20, 23, 26, or 29 mm sapien xt or sapien 3 valve implanted in the pulmonic position via the femoral or jugular vein developed iatrogenic tricuspid valve damage as a periprocedural complication, which later required surgical intervention during follow-up.

Manufacturer narrative:
The date of the event is unknown; however, according to the article the study period was from may 2016 and october 2022. Therefore, may 1, 2016, was used as the occurrence date. In this case, the exact delivery system model number is not available. The novaflex system and commander delivery system were identified in the article. Therefore, sections d1 and d4 of this report will reflect an unknown commander delivery system. The possible PMA numbers associated with an edwards delivery system are: p130009 - novaflex+ delivery system; p140031, p200015- edwards commander delivery system. Investigation is ongoing. Literature reference: belahnech, y., marti-aguasca, g., dos-subira, l., betrian-blasco, p., garcia del blanco, b., calvo-barcelo, m., ... & ferreira-gonzalez, I. (2025). Mid-term outcomes of percutaneous pulmonary valve replacement with edwards-sapien bioprosthesis in native right ventricular outflow tract. Scientific reports, 15(1), 3977.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and added h10 related report numbers. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Chordae tendinae rupture in tvr can occur during the advancement of the guidewire, balloon valvuloplasty catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases, intervention may not be required; however, if the rupture is significant, it typically results in profound regurgitation and will require intervention to prevent permanent injury. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valve (all models). Training includes proper guidewire positioning and careful manipulation of devices. Per the training manuals, after gaining lv access with the 0.035" soft guidewire, the wire should be jiggled under transesophageal echocardiogram imaging of the valve. An increase in regurgitation suggests wire entanglement in the sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the anatomy; the operator should change the direction of the needle and reinsert the guidewire into the landing zone, checking again for wire entanglement. The training manual also provides guidance for valve crossing and wire exchange. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the chordae. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although an investigation was performed, the root cause of this event was unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.